Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 31-may-2024. The occlusions occured after 3 hours of insertion. The blockage was located at the site. The site of insertion was abdomen. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.